Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during regular device check, the device could not be interrogated. Multiple attempts to interrogate the device with the programmer were unsuccessful. Device was explanted and replaced. Patient was doing well with no issues after the procedure.